Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure, the surgeon fired the device. After firing, it was pulled out and the staple line was examined. There was one staple lying on the staple line that was completely unformed. The staple line was examined for leaks and there were no leaks. There was no patient impact. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.